Event description:
A report was received that the patients ipg had migrated and was very closed to the skin surface. Symptoms of stretched skin and bruising around the ipg sight were noted. The patient underwent a revision procedure.